Event description:
A report was received that a patient noticed that their ipg is not holding a charge after they had scar tissue removed from the pocket site. The ipg's database was analyzed and it exhibits premature battery depletion.